Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. Currently, no conclusion could be drawn as the investigation is ongoing.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a reamer sheared off during use. The pfna, proximal femur nail antirotation, system was chosen to stabilize an inter-trochanteric fracture of a proximal femur. Upon opening the femur with the 17.0mm reamer, the base of the reamer that couples with the jacobs chuck sheared off rendering the reamer useless. Another reamer was used from the second set at the hospital in order to complete the opening of the medullary canal. A 125 degree pfna short was inserted and unfortunately upon insertion an iatrogenic fracture was propagated in the subtrochanteric region. The nail was subsequently removed and a 130 degree pfna long nail was inserted. The aiming arm was changed to the 130 degree instrument and the guidewire insertion and reaming for the pfna blade was performed again. Following this, the blade was chosen and inserted using the impactor for pfna blade. Once inserted the surgeon was not able to lock the blade in order to remove the impactor. The surgeon had to remove the blade and impactor with force. The surgeon inserted a separate pfna blade with the extraction screw for the pfna blade, however, he was again unable to lock the blade. On both occasions, both blades were unable to be removed from the instruments as the blade components would rotate rather than unthread when the impactor/extraction screw was turned clockwise. The surgeon then obtained an additional instrument set, re-reamed the femoral neck and inserted a third blade with a new impactor. This insertion attempt progressed as expected and was uneventful. It was also noted that the buttress nut had been tightened to the protection sleeve and was unable to be removed. The depuy-synthes representative was not present at this procedure and this information was received from the surgeon after the case. All instruments listed here and the two blades stuck in the impactor/extraction screws will be returned once decontaminated. Subject device was received on (B)(4) 2013 and is currently in the evaluation process. No further information was provided. This is report 6 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: it is visible that the whole instrumentation set is in bad shape/worn. It is indicative that these damages were caused due to inappropriate handling during use. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected.